Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. Exact cgm and bg values were not provided, however it was reported that "all the way through [the sensor session] it has been inaccurate." No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracies. A root cause could not be determined via data.